Manufacturer narrative:
(B)(4).

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. Patient described the area as blisters with sharp pain around most of the patch area. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended temporary removal of the patch due to the skin irritation an applying neosporin. Outcome of the skin irritation is unknown.